Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor would not fully power on and was resetting. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor had abnormal shutdowns and was intermittently resetting.